Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply and inserted correctly. There is no visible damage reported and the customer did not provide a date when this was discovered. No pt incident or injury reported.

Manufacturer narrative:
Results - eval of the returned unit confirmed no power when batteries were installed. However, there is battery leakage residue inside battery compartment. The aqualert water indicator label showed moisture exposure and that contacts are corroded due to battery leakage. The unit powers up when using a 9v adapter or an external power supply and passes all other functional tests. Note: instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).